Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported slda appear to be due to the user technique. Reported mr was a cascading event of reported slda. The reported unexpected medical intervention and hospitalization was a result of case specific circumstances. However, the reported patient effect of mr, listed in the mitraclip instructions for use (IFU), as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event: approximate date. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet with increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. Approximately (B)(6) 2021 it was noted one clip detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3-4. Per the physician, the slda was possibly related to insufficient leaflet insertion. A second procedure was performed on (B)(6) 2021. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.